Manufacturer narrative:
Concomitant medical products: product ID: 389045, lot# j0313926, implanted: (B)(6) 2003, product type :lead. Product ID: 389045, lot# j0322172v, implanted: (B)(6) 2003, product type: lead. Other relevant device(s) are: product ID: 389045, serial/lot #: (B)(4), ubd: 05-mar-2007, UDI#: (B)(4). Product ID: 389045, serial/lot #: (B)(4) , ubd: 07-may-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported abandoned leads. Caller said about 5 years ago hcp tried to remove leads but wasn't able to get leads completely out. Caller said dr. Was hoping on being able to just slip the leads out but couldn't do that because of the scar tissue so dr. "Got up as far as he could and snipped them (the leads) [it's unknown if extensions were removed or left in]. Caller reported that patient has stimulator for "about 11 years" before having stimulator removed. Caller didn't know the name of the hospital or dr. That removed the stimulator or part of the leads, this neurosurgeon was out of viara, fl and was not the same as the implanting/managing dr.